Event description:
Spontaneous inbound call from (B)(6), home health nurse, who reported that the pump stopped working. He explained that it had a continuous beeping alarm with screen flashing on and off and he finished the infusion via gravity. No missed dose or adverse events reported. Pump on hand for return, but lot number and expiration date not recorded; no further information provided. Pump used to infuse soliris at above strength/dose/frequency. Reported to (B)(6) by health professional.